Event description:
Related manufacture reference number: 2017865-2023-24485. It was reported that the patient presented during leadless pacemaker implant. During procedure, cardiac perforation and cardiac effusion was noted. The leadless pacemaker was not implanted. The patient is recovering from procedure.